Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be provided upon the completion of the investigation.

Event description:
Procedure performed: gyn lap exam. Event description: the surgeon had difficulty inserting instruments through the trocar throughout the case. As the case progressed the surgeon used more force to insert the instruments when the surgeon noticed a loss of pneumo. The surgeon then noticed a piece of hard opaque plastic piece was inside the patient. The surgeon tried to remove it and was unable. The surgeon then inserted an 8 mm trocar and was still unable to remove the piece. The surgeon cut the piece of plastic in half and was able to remove it from the patient. Afterwards the pieces were examined and they matched up and all pieces were retrieved. The case continued without further incident. No patient injury occurred. There were three trocars used in the case and the reporter is unsure of which trocar that the piece came from. The event trocar was used as a side port. The potential trocars used by the surgeon at the time of the event were one single pack ctf03 trocar lot # 1310004 and a dual pack ctf12 trocar set lot # 1303535. The devices are available for return. The patient is (B)(6) female approximately (B)(6) kg. Additional information received via email on 27feb2018 from o.r. Manager: "I only have the defective trocar to send back. I also have the packages for the dual pack and single pack, but not the other trocars." Type of intervention: the surgeon cut the piece of plastic in half and was able to remove it from the patient. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of seal component separation. The shield, a clear plastic internal component of the seal, was damaged and dislodged. The septum, a rubber internal component of the seal was observed to be torn. Scratches were noted on the inside surface of the cannula as well. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by nonaxial insertion or removal of asymmetrical instruments through the trocar. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. The exact lot of the event unit could not be determined. The complainant noted two possible lots. Model #: ctf03; catalog #: 101138401; lot# 1310004; UDI: (B)(4); manufacture date: 11/10/2017; expiration date: 11/09/2020. Model #: ctf12; catalog #: 101062401; lot# 1303535; UDI: (B)(4); manufacture date: 09/06/2017; expiration date: 09/05/2020.